Event description:
Additional information received reported that the patient fell one too many times and broke the implant. The device was off and had been off for three years. The patient also moved away from his health care provider (hcp). Additional information was requested, but was not available as of the date of this report.

Event description:
It was reported that the patient fell in 2008 which caused damage to their device and would have required surgery to fix it. It was added that the patient did not want to have the surgery. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID 3889-28, lot# v022997, implanted: (B)(6) 2007, product type: lead. (B)(4).